Manufacturer narrative:
(B)(4) the defective actuator board was returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
Fresenius medical care (B)(4) facility received an actuator board via a returned goods authorization (rga) that was returned for warranty. The rg personnel noticed that the actuator board sustained excessive heat damage. The biomedical engineer (biomed) was contacted at the user facility. The biomed stated that the machine was originally pulled from the floor for flow error. The biomed confirmed no patient involvement. On (B)(6) 2016, while troubleshooting the system, the biomed initiated a heat disinfect cycle and soon after smelled smoke emanating from the machine. No fire, flames, or sparks were visible. The biomed traced the smell to the actuator board within the unit. No other components were found to be damaged. The biomed replaced the actuator board to resolve the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. The actuator board was made available to the manufacturer for evaluation.

Manufacturer narrative:
Although the 2008t hemodialysis (hd) machine was not evaluated at the facility by a fresenius regional equipment specialist (res), the biomedical technician indicated that the burning smell was traced to the actuator board within the unit. No other components were found to be damaged. The biomed replaced the actuator board to resolve the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. Additionally, the actuator board was returned to the manufacturer for examination. The actuator board was received by the manufacturer for analysis. A visual inspection of the actuator board revealed heat damage on the back and front of the board. Due to the extent of the damage to the returned actuator board, simulated use testing was not able to be performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned actuator board revealed the presence of heat damage. Therefore, the complaint event was confirmed.